Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at maximum outputs, so a revision procedure was scheduled. On the day of the revision, the ra lead was found to be capturing, but the physician elected to still go forth with the reposition. After the reposition, all values were optimal. The ra lead remains in service. No additional adverse patient effects were reported.